Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential adverse events that may occur and/or require intervention include, but are not limited to, endoleak.

Event description:
On (B)(6) 2019, this patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis featuring c3® deployment system. On (B)(6) 2019, computed tomographic images were taken that revealed type I proximal and distal endoleaks. The images were evaluated by gore imaging sciences, which showed the following: centerline reconstruction illustrating what appears to be about 10mm of proximal seal. Centerline reconstruction illustrating contrast pooling outside of the device in the proximal neck, this is consistent with a proximal type I endoleak. Centerline reconstruction illustrating that the contralateral limb does not extend into the lci causing a distal type I endoleak. There is contrast seen pooling in the aneurysmal sac. Centerline reconstruction illustrates what appears to be 43mm of length from the distal aspect of the contralateral limb to the left iliac bifurcation. On (B)(6) 2019, the patient underwent a reintervention whereby a two contralateral leg components were implanted to extend the previously implanted contralateral leg component and treat the distal type I endoleak. The endoleak was resolved. The proximal type I endoleak was not treated.